Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 80-90mg/dl fasting. Verified the strips expire 05/30/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 59mg/dl on (B)(6) 2015 10:41am and 55mg/dl on (B)(6) 2015 11:14pm.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 80-90mg/dl fasting. Verified the strips expire 05/30/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6).